Manufacturer narrative:
Evaluation: the samples were received without its original packaging, in after used condition, decontaminated and inside in a plastic bag. Visual inspection: no damage, kinks, bad assemblies, or deformations that could cause the failure mode reported. Functional testing first pump: samples were connected to a pump and no alarms were activated functional testing second pump: samples were connected to a second pump and no alarms were activated conclusions: failure mode could not be duplicated by functional testing; complaint is not confirmed. No root cause determine due complaint was not confirmed. No actions taken due complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm no disposable. The disposable was changed. No patient injury reported.